Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis and heart failure. Customer stated that he passed out and his heart stopped. Customer was transported to hospital via ambulance. The cannula was bent. Customer was hospitalized for three days. Nothing further reported.